Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery the reservoir. The customer's blood glucose reading was unknown. The customer stated that the no delivery occurred for the past 2-3 weeks. The customer stated that the no delivery occurred during bolus and basal. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump did not alarm no delivery. The customer was advised to replace the set and reservoir as soon as possible.